Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states during the procedure the guide wire got kinked and stuck inside the catheter. The procedure was completed with a new guide wire and there was no harm to the patient.